Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient had been having frequent short duration low flow alarms, of about 1-3 seconds every morning around 5am. The patient is occasionally transiently dizzy. Log files were sent for review, and they captured persistent pulsatility index (pi) events and 1 momentary low flow estimate with elevated pi on (B)(6)2024. The cause of the low flow events was unclear, site provided it may be due to thrombus in aortic root vs outflow track, but they are awaiting computed tomography angiography or morning hypertension. The alarms continued but not on a daily basis. The patient would feel transient dizziness with some but not all low flows.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the CT scan performed on (B)(6) 2024 showed no thrombus in the aortic root or outflow tract. The patient had not reported any further low flows therefore no further troubleshooting was required.

Manufacturer narrative:
Section h6 - health and medical device problem codes: corrected manufacturer¿s investigation conclusion: review of the submitted log files did not confirm low flow alarms; and a specific cause for the reported events could not conclusively be determined. The controller event log file contained events on 11dec2024 from 09:22:19 to 13:05:36, per the timestamps. Intermittent pi events were captured throughout the log file, as well as a single low flow fault flag that was not active long enough to activate a low flow alarm. No notable alarms were captured, and the pump appeared to function as intended throughout the log file. The customer reported that the patient was having frequent short duration low flow alarms and occasionally felt transient dizziness. While the cause was unclear, it was initially suspected to be either thrombus in aortic root vs outflow track or morning hypertension. A CT scan was performed on (B)(6)2024 that showed no thrombus in the aortic root or outflow tract. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," provides an explanation of each of the pump parameters, including pump flow. Section 1 also lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.